Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that while navigating, the site received a low performance error. It was suggested to zoom in and out and hide projections and plans. It was noted that decreasing the zoom resolved the issue. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.